Manufacturer narrative:
The field service engineer visited the account and evaluated the system. The fse calibrated the glucose channel and it failed with a back to back error. The fse then checked the modular chemistry sample probe, glucose electrode and cleanliness of the cup assembly. No issues were noted. The fse then replaced the reagent syringe and loaded fresh reagent to the system. No further events were noted. The specific root cause of this event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.

Event description:
Customer reported that an erroneously low glucose result was generated by the system. The customer then ran controls on the system; the results of the controls were within expectation. The sample was then re-run on the facility's back-up system and a result within expectations was obtained. The initial results were not reported outside the laboratory. There was no change to the patients' care or treatment. There is no report of any adverse event or need for medical intervention to prevent or preclude a serious injury.